Event description:
Caller reported that the t: slim x2 pump battery would not charge and the pump screen remained dark. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller on several troubleshooting steps, including using a different wall adapter and confirming the use of known working charging supplies, but the issue persisted. Technical support decided to send a replacement tandem cable and wall adapter with two-day shipping. The customer was advised to rely on manual insulin delivery if the pump battery depleted before the arrival of the replacement supplies.